Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on(B)(6) 2006, patient reported low back pain and neck pain. Patient was involved in a workplace injury in 1992 which resulted in back pain and a mva on (B)(6) 2011 after which he developed neck pain. Cervical MRI from (B)(6) 2002 showed small bulging discs with no cervical stenosis, but some cervical disc degeneration at multiple levels. Lumbar MRI from (B)(6) 2003 showed right paracentral extrusion at l4-5 and a central disc at l5-s1 and disc degeneration. On (B)(6) 2006, patient reported neck pain, back pain and headaches. Neck pain radiates down either arm to the lateral aspect of either hand. His low back pain radiate to both buttocks. On (B)(6) /2006, patient underwent MRI of cervical spine. Impression: 1. C3-4 diffuse annular bulge. 2. C4-5 right paracentral disc herniation with root and cord impingement. 3. C5-6 annular bulge. On (B)(6) 2006, patient underwent chest x-ray. Impression: no active disease in the chest. Patient underwent CT of cervical spine. Im pression: cervical spondylosis as described in detail above. On (B)(6) 2006, patient presented for pre-surgical (anterior cervical diskectomy at c4-5 with bak-c fusion) discussion. Patient underwent x-ray of cervical spine. Impression: mild productive changes. On (B)(6) 2006, patient underwent anterior cervical discectomy and anterior cervical discectomy c4-c5 with bak-c fusion. For unstable cervical spine. On (B)(6) 2006, patient presented for follow-up post cervical fusion surgery. Patient reported back pain and dropping things from left hand. On (B)(6) 2006, patient reported low back pain which radiates down right leg to side of right foot. On (B)(6) 2006, patient underwent l2-3, l3-4, l4-, and l5-s1 lumbar diagnostic discography with fluoroscopic guidance. On (B)(6) 2006, patient reported chronic neck pain. On (B)(6) /2006. X-rays showed cage to be in good position. Patient underwent x-ray of cervical spine. Impression: status post interval placement of an intervertebral cage at c4-5. No evidence for instability. On (B)(6) 2006, patient underwent x-ray of chest. Impression: normal chest. On (B)(6) 2006, patient underwent x-ray of lumbar spine. Impression: minimal degenerative changes. Patient underwent CT of lubosacral spine. Impression: multilevel disc bulges. Multilevel facet joint arthrosis. Spinal stenosis at l3-4, l4-5 as described above. Patient underwent MRI of lumbosacral spine. Impression: mild lower lumbosacral spondylosis. Small left paracentral disc herniation at l5-s1. Moderate lower lumbar facet joint hypertrophy. Spinal stenosis as described above. On (B)(6) 2006, patient underwent following procedure: anterior retroperitoneal radical discectomy l4-l5 with placement of cages, fusion with a plate, and screw construct; for pre-op diagnosis of unstable lumbar spine. Per op notes: a 23 mm plate was placed over the disc space and attached to a block. With the plate attached to the block, the plate was placed over the disc space in the midline. An awl was used to abrade the cortex and the body of l4 followed by tapping followed by placing a 30 mm screw. The awl and the tap were used to break the cortex for the 2 screws in the body of l5 followed by placing two 25 mm screws into each of the holes in the body of l5, with the 3 screws placed and their position confirmed by x-ray. The screws were tightened and a cover plate placed over the pyramid plate. Rhbmp-2 soaked pledgets were placed into the cages, 2 into each cage prior to placing the plate. On (B)(6) 2006, patient underwent following procedure: 1. Decompressive laminectomy l3, l4, l5, s1. 2. Medial facetectomy, foraminotomy, unroofing of nerve roots l4 and l5 bilaterally; for a pre-op diagnosis of lumbar spinal stenosis. On (B)(6) 2006, patient reported low back pain. On (B)(6) 2006, patient presented for follow-up. Patient reported back pain and back stiffness. On (B)(6) 2006, patient presented for follow-up. Patient reported occasional leg discomfort. On (B)(6) 2006, patient presented for follow-up. Patient reported back pain. On (B)(6) 2006, patient presented for follow-up. Patient reported back pain. X-rays showed the hardware in excellent position. There was no bone graft visible yet. Patient underwent x-ray of lumbosacral spine. Impression: l4-l5 anterior fusion and bak cages. Laminectomy defects. On (B)(6) 2007, patient presented for follow-up. Patient reported back pain and neck pain to both shoulders. On (B)(6) 2008, patient reported neck pain and left hip pain. On (B)(6) 2009, patient reported neck discomfort after mva on (B)(6) 2009. On (B)(6) 2009, patient underwent x-ray of right hip. Impression: normal right hip. Patient underwent x-ray of right knee. Impression: normal right knee. On (B)(6) 2009, patient reported back pain, hip pain and neck pain. On (B)(6) 2009, patient underwent MRI of lumbar spine. Impression: 1. Status-post lumbar spine fusion, with anterior plating and screws at the l4-5 interspace, with possible intervertebral cage present. No posterior disc displacement at this level. 2. Laminotomy defect of l4. Also removal of spinous process l3 and l5. 3. Focal posterior central disc protrusion, herniation al l5-s1. 4. Anterior disc bulging at l3-4. With annular fissure tear. 5. Anterior disc bulging at t 11-12. Patient underwent MRI of cervical spine. Impression: 1. Status-post cervical spine fusion at c4-5 interspace, possible intervertebral cage present. 2. Focal posterior central disc protrusion. Herniation at c3-4 interspace exerting mild compression on the ventral surface of the thecal sac without cord impingement. No evidence of for any significant central canal stenosis. 3. Cervical disc dehydration. On (B)(6) 2009, patient presented for follow-up. Patient reported neck pain, thoracic pain, back pain and radiating hip pain. Patient underwent MRI of thoracic spine. Impression: 1. Mild to moderate superior and mid thoracic disc dehydration. 2. No focal posterior thoracic disc herniation. 3. Mild anterior spondylosis deformans changes at t7-8, t8-9, t9-10, and t11-12. 4. Slight exaggeration of the superior thoracic kyphosis. On (B)(6) 2009, patient reported neck pain and back pain after mva on (B)(6) 2009. On (B)(6) 2009, patient underwent following procedure: provocative intervertebral disc stimulation-discogram c3-4, c5-6 and c6-7 under fluoroscopy for a pre-op diagnosis of chronic cervical neck pain, role out cervical discogenic pain, multilevel cervical disc abnormalities, s/p c4-5 acdf. Patient underwent CT of cervical spine. Impression: 1. Multilevel discography with grade IV annular tear at c3-4 and grade iii annular tear at c5-6 and c6-7. There is no canal or foraminal stenosis seen. 2. Status-post anterior spinal fusion at c4-5 which appears incorporated. On (B)(6) 2009, patient presented for follow-up. Patient reported neck pain and low back pain. Cervical MRI shows multilevel cervical disc degeneration with the postoperative changes at c4-5. On (B)(6) 2009, patient underwent chest x-ray. Impression: no focal consolidation. Patient underwent CT of cervical spine. Impression: status-post anterior fusion at c4-5. Relatively mild spondylosis. On (B)(6) 2009, patient underwent anterior cervical diskectomy c5-6 with bak/c fusion for pre-op diagnosis of unstable cervical spine. On (B)(6) 2009, patient reported neck pain and difficulty in swallowing. On (B)(6) 2009, patient presented for follow-up. Patient reported neck pain, stiffness and low and mid back pain. On (B)(6) 2009, patient presented for follow-up. Patient reported neck pain, persistent low back pain, left sided chest pain. Cervical and lumbar studies showed normal postoperative changes with degeneration below the l4-5 level. The cervical MRI showed multilevel cervical disc degeneration with postoperative changes at c4-5. A chest x-ray from (B)(6) 2009 at valley hospital refers to left sided old rib fractures on the left 6th and 7th ribs, not seen on a chest x-ray performed on (B)(6), 2006 prior to his previous surgery. He has a right shoulder injury and is scheduled for right shoulder surgery in the near future for rotator cuff tear. On (B)(6) 2010, patient presented for follow-up. Patient reported chronic back pain.